Manufacturer narrative:
(B)(4). Ep-115393, e1 44-36 std hmrl brng, 963040, 106021, regenerex ringloc+ replacement ring sz21, 039870. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02892, 0001825034 - 2018 - 02891.

Event description:
It was reported that the first humeral bearing was damaged during a back table assembly into the humeral tray. A new ring was put into the humeral tray. The second humeral bearing was also damaged during back table assembly. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the bearings showed that they were damaged at the lip possibly due to not aligning the bearing and tray. No dimensional analysis was performed on the bearing due to damage on the lip. The articulation surface of the bearings did not show any damage. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.